Event description:
This is filed to report single leaflet device attachment (slda), migration, positioning failure and device expulsion. This research article was a retrospective study designed to determine the impact of tricuspid regurgitation (tr) severity and right ventricular (rv) dysfunction on mitral valve (mv) surgery after transcatheter edge-to-edge repair (teer). The study included patients who underwent mv surgery from (B)(6) 2009 to (B)(6) 2020 after teer was performed using a mitraclip device. Complications identified in the study included: atrial septal defect (asd) closure, single leaflet device attachment (slda), migration, positioning failure, expulsion, device embolization, mitral stenosis, leaflet injury, endocarditis, recurrent mitral regurgitation (mr), hospitalization and surgical intervention. In conclusion, moderate or greater pre-teer tricuspid regurgitation was associated with worse outcomes, and pre-teer tricuspid regurgitation worsened significantly at mitral valve surgery. Details are listed in the attached article titled, " impact of tricuspid regurgitation on outcomes of mitral valve surgery after transcatheter edge-to-edge repair". No additional information was provided.

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional adverse patient effects reported in the article are captured under a separate medwatch report number. Attachment: article titled, "impact of tricuspid regurgitation on outcomes of mitral valve surgery after transcatheter edge-to-edge repair."na

Manufacturer narrative:
The devices were not returned for analysis. The lot history record review and lot specific similar complaint review were not performed because this complaint is based on an article, and no part or lot information was provided. Based on available information, causes for the reported incomplete coaptation, positioning failure, expulsion, and migration could not be determined. The reported mr, leaflet injury, foreign body in patient, and embolism appear to be cascading effects of the incomplete coaptation, expulsion, and migration. Causes for the reported mitral stenosis and endocarditis could not be determined. Additionally, the reported patient effects of mr, mitral stenosis, tissue damage, endocarditis, foreign body in patient, and embolism are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalizations and surgeries were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.